Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device kept going back when she was trying to change the site. Customer's blood glucose was 31 mg/dl. Customer was assisted in changing the set. After troubleshooting, customer will not be returning the sensor for analysis.